Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that this was a straightforward case with no difficulties in deploying the stent graft. The aneurysm size is unknown. There was moderate iliac vessel tortuosity but little to no calcification. It is reported that the CT scan completed the following day demonstrated that one of the renal arteries was partially occluded, and the other renal artery was almost completely occluded. Both renal arteries were stented using metal stents to maintain patency. It is reported that the pt's renal function is poor, and the pt is not doing well. Further info from user and user facility is pending.